Event description:
Registrar from (B)(6) hospital in (B)(4) called rep to advise that in the last 12 months they have had a severe infection reported possibly due to adept. As a result they have started to audit their adept patients. The patient had to be re-operated. Registrar called to request clinical data on adept and infection. Registrar would also like to confirm that they are using correct amount for procedures. Surgeon is familiar with adept and is using about 3 bags per week.

Manufacturer narrative:
(B)(4). Product surveillance contacted the patient on (B)(6) 2011. According to the patient she is not longer experiencing issues with the line overflowing because she was advised to raise the tubing. There was no patient injury or medical intervention associated with this event. During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation was not conducted. This report for overprime was not confirmed due to a lack of sample. Labeling review found the labeling adequate for the potential use error in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A customer contacted baxter's technical service center to report the patient line was overflowing during priming. This occurred prior to patient connection. Per the initial report, the technical service representative (tsr) assisted the home patient (hp) and informed the hp that if the patient line is not high enough it will overflow. The hp will raise the line in the organizer in the future. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample availability is unknown at this time. A follow-up MDR will be submitted if additional information is obtained.